Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to cardiac arrest. Whether the outcome was device or therapy related was not provided by the customer. No autopsy was performed. The pump was not explanted and would not be returned. It was later communicated that log files were sent for evaluation. The log files captured low flow alarm events with recorded estimated flow values between 0.0 and 1.7 liters per minute (lpm). Motor speed was maintained until external power was removed and a driveline disconnect event occurred at (B)(6) 2026 at 23:44:06.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome were unable to be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined though this evaluation. The controller event log file contained events from (B)(6) 2026. A persistent low flow hazard alarm was captured throughout the duration of the file as the estimated flow remained below the low flow threshold of 2.5 liters per minute (lpm), to a range between 0.7 ¿ 1.7 lpm. The pump was disconnected from external power at 23:27:17, and the estimated flow gradually decreased to 0.0 lpm by 23:40:13. This was followed by the disconnection of the driveline at 23:44:06 resulting in a pump stop. These events appear consistent with reported event of the patient's expiration. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. It was reported that the patient passed away due to cardiac arrest, and whether the outcome was device or therapy related was not provided. It was additionally reported that the patient experienced low flow hazard alarms. An autopsy was not performed, and the pump was not explanted for evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.